Event description:
The package size indicator on the label was found to be blue. It should be green. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that this event was attributed to an incorrect part number being keyed into the pbm structure database.